Event description:
The customer contact reported no flow. The plumset was to be used to deliver normal saline. It was reported that after the nurse primed the plumset, a pressure cuff was applied to the normal container and the flow regulator on the plumset was pulled out. At this time, it was noted that the "set would not flow." Multiple unsuccessful attempts have been made for additional info.

Manufacturer narrative:
The customer indicated the device was discarded. This report represents all the info known by the reporter upon query by hospira personnel.